Event description:
It was reported that stent damage occurred. This 2.50 x 38mm synergy xd was used for a percutaneous coronary intervention procedure in a severely tortuous and 95% stenosed target lesion in the left anterior descending artery. While inside the patient, the distal part of the stent strut was damaged. The procedure was completed with another device with no patient injury.